Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced sinus tachycardia with 2:1 heart block due to inappropriate programming. Mode switching and right atrial (ra) lead undersensing also occurred. The implantable pulse generator (ipg) was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.